Event description:
Infant was diagnosed with a bacterial infection pseudomonas aeruginosa. It was believed that the origin was from the hamilton h-900 due to the rain out. The h900 was later deemed not to be the source of the bacteria and was not liable. No cultures on product, testing was completed (context of testing is bioburden testing).